Manufacturer narrative:
Additional information: h6, h11. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was pumping the medication too fast. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR for follow up MDR #1: the correct date should be 10/28/2025 and not 03/24/2025 that was provided in the follow up MDR. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2025-00783. All information can be found under manufacturer report number 1314492-2025-00783. Should additional relevant information become available, a supplemental report will be submitted.